Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, it was possible to regain the functionality of the device after restart. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has no x-ray when the footswitch was pressed. Upon troubleshooting, fse found that the issue was due to the damaged wired foot switch cable. Fse replaced the wired footswitch and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently when the foot switch was pressed there was no x-ray. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.